Event description:
The universal hose ruptured during the procedure. The sound of the rupture caused ringing in the ears of the staff nurse. The staff nurse is currently seeing an ent dr who is treating him for hyperacusis.